Event description:
Patient pump was alarming high pressure while in use. Patient trouble shot-tubing, clamps, stop button. Still alarm. Switched to back up pump. Infusing fine. Patient did not experience any side effects due to pump malfunction. Sent replacement pump and patient will return other pump. Dose or amount: 22ng/kg/min. Frequency: continuous. Route: intravenous. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: pulmonary arterial hypertension.